Event description:
Pt on tpn at home. Pt's family member attached tubing to pump to administer infusion. 12 hrs later, pt's family member found that tubing had leaked tpn over the bed; amount infused unknown. Upon inspection, tubing had a crack in it, near the location of the cassette. Pt experienced no adverse consequence from this episode.